Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not cool during visual inspection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be that the cooling issue was entered by mistake. There was no device malfunction. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool during visual inspection.